Event description:
It was reported that during a ptca procedure using a cutting balloon, the physician experienced difficulty turning the handle for inflation. The gauge on the inflation device was not registering the atmospheres, and the balloon ruptured after several minutes at unknown atmospheres. No patient injuries or complications occurred.